Event description:
During t2 nail surgery, while the surgeon was inserting the locking screw, the tip of the screw driver did not fit into the head of the locking screw. The surgeon replaced the locking screw and the tip of the screw driver fit into the head of the locking screw without any issue.

Manufacturer narrative:
Na